Event description:
A malfunction alarm was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump.